Manufacturer narrative:
(B)(4). The device was manufactured december 7, 2016 ¿ december 8, 2016. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. When the device was removed from the bag, the cause of the leak was observed to be an untightened blue winged luer cap. Functional leak testing was performed by refilling the device and hand tightening the luer cap. The next day, no signs of a leak were observed from the device. The device was found to operate within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking. The reporter stated that the device had been filled with 40ml deferoxamine. Half an hour after filling, the device was found to be leaking from an unspecified location. There was no patient involvement. No additional information is available.